Event description:
An unexpected impella controller shutdown occurred during preparation for automated impella console (aic) use. Clinical liaison (cl) reported that attempts to restart the controller were unsuccessful. Replacement of the aic was recommended. The console was subsequently replaced, and the replacement aic arrived and was exchanged. The defective aic was returned for evaluation and repair. The reported events include shutdown or restart problem, medical device removal, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to a temporary interruption in hemodynamic support during the exchange; however, the exchange was performed without consequence to the patient, and support was resumed with no known adverse patient outcomes.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.